Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, data was further evaluation. Data investigation confirmed an alert issue as no audio output. The probable cause was quiet mode vibrate only was enabled indefinitely. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient started feeling symptoms of hypoglycemia. The patient passed out and fell to the floor. He couldn't recall what happened but he said that there were no low alerts that triggered. It led to his spouse calling an ambulance. While waiting, the patient regained consciousness and he was given soda and honey. They checked the sensor and it was reading 46-56 mg/dl with a notification that he was low. They did not check any blood glucose testing. The ambulance came after 20 minutes, they did a finger stick and it showed 138mg/dl. At that time the patient was feeling better. At the time of the report, the patient was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.